Event description:
It was reported that noise oversensing on this right atrial (ra) lead was observed during clinic isometrics. Additionally, noise oversensing with pacing inhibition were observed on the right ventricular (rv) lead, in stored episodes. The physician questioned that the insulation was compromised, thus the ra and rv leads were abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.